Manufacturer narrative:
Additional information received on 09/20/2022. Updated sections: b4, e2, e3, g2, g3, g6, h2, h6(investigation, findings, conclusion) h10, h11 corrected sections: b5, h6(health clinical & impact) investigation finalized on 04/08/2024. A getinge field service engineer (fse) was dispatched to evaluate the iabp. Full pm, calibration, safety, and functionality checks were performed which passed to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during routine preventative maintenance the cardio save intra-aortic balloon pump (iabp) unit needed repair. There was no patient involvement.

Manufacturer narrative:
Record being cancelled as it was just a pm service. Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.

Event description:
Record being cancelled as it was just a pm service.

Manufacturer narrative:
Testing of actual/suspected device (10) a getinge field service engineer (fse) was dispatched to evaluate the iabp. Full pm, calibration, safety, and functionality checks were performed which passed to meet factory specifications. Unrelated to the reported event the fse installed b.17 software, the iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit needed repair. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.